Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and there was vegetation on the leads. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.